Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2683 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "upon peeling sheath, inner lumen did not completely peel and unable to release catheter" no other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw2683 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "upon peeling sheath, inner lumen did not completely peel and unable to release catheter" no other information was provided.